Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited a pause episode due to loss of contact. Also, deflections and noise were noted at the beginning of the pause episode which were characteristic of loss of contact. Patient will continue to be monitored.